Manufacturer narrative:
The pump was returned to animas and evaluated. The pump's daily insulin delivery totals correctly reflected the user's programmed basal rates. No activity outside normal use was observed in the pump's download history. A 29-hour flow accuracy test was performed on the pump. The pump passed the flow accuracy test and was found to be delivering within the required specifications. No insulin delivery defects were found.

Event description:
On (B)(6) 2011, the patient contacted animas alleging low blood glucose (bg) episodes. The patient indicated that he has occasionally experienced low bg's in the "40-60 mg/dl" range at approximately 4:00 am. In one case on (B)(6) 2011, the patient claimed that emt's were called to his home because of a bg level in the "40's" mg/dl. The patient was reportedly treated by the emt's but was not transported to a hospital. The patient reported that the pump was exposed to a full body scan two times at an airport a few weeks earlier. The animas representative informed the patient of a possible malfunction related to the exposure of the device to the full body scan. The patient was also advised to discuss his basal settings with his health care provider since he had been having low bg's at 4:00 am on several days which possibly suggested a basal rate issue. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he received hcp treatment for low bg in one event but admitted that the device had been exposed to a full body scan on two occasions.